Event description:
Continuous hydromorphone pca pump orders placed. Rn used pca pump to prime cadd [continuous ambulatory drug delivery] extension tubing. Rn visualized fluid moving through tubing, but the medication never came out of the distal part of the tubing that would attach to the patient's intravenous site after 15 ml of medication used to prime. We attempted this with an additional cadd extension set tubing; the same issue occurred, where the tubing primed but the medication did not come out of the distal part of the tubing after an additional 15 ml medication used to prime. Rns and pharmacist attempted a 3rd time, with a new pca pump, and cadd extension set tubing with a different lot number. This time, the rn used 10 ml to prime tubing, and the medication dripped out of distal end of tubing that would attach to patient's intravenous site. Incident report made to document malfunction of cadd extension set tubing with lot number 6101998, and to document the waste of 40 ml of IV hydromorphone used to prime 3 different sets of tubing.